Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided.the sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
It was reported that large volume infusor experienced a no flow. The nurse observed the infusor release a couple drops of chemotherapy before connecting it to the patient. About a day later the patient returned with a full infusor. The nurse switched out the device and therapy was continued without issue. There was patient involvement; however there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.